Manufacturer narrative:
The device was not returned to edwards for analysis as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. At this time, edwards is unable to conclusively determine the root cause for this event. There was no reported allegation of device relationship to the patient's expiration. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that eleven (11) years, four (4) months post-implantation of a surgical mitral valve, a transcatheter valve was implanted (valve-in-valve) in the mitral position due to stenosis from immobile leaflets. The patient presented with cardiogenic failure due to severe valvular dysfunction and was emergently taken to the operating room for a valve-in-valve procedure. Upon completion of the procedure, the patient demonstrated severe right ventricular dysfunction upon weaning from bypass. The patient improved with placement of a tandemheart support. By post-operative day four (4), attempts to wean the patient from the maximal inotropic support were met with significant hemodynamic compromise. At the family's discretion, all support was withdrawn and the patient expired. No additional details provided.

Manufacturer narrative:
This patient has an associated event that was reported. Please reference MFR#2015691-2014-01186.